Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument has a broken ceramic sleeve. A broken piece was missing as a result of breakage. The size of the missing piece is approximately 0.042¿ x 0.020¿. The instrument was also found to have thermal damage. There was sleeve thermal damage on the monopolar yaw pulley. An electrical continuity test was performed and passed. The distal end was disassembled in-house and no damage to the conductor wire or distal cap was observed. The root cause of this failure is attributed to device design. The instrument was also found to have thermal damage on the distal clevis. No image or procedure video was provided for review. A review of the instrument log for the permanent cautery hook (470183-14/n12200211 0180) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on sk3593 with 3 uses remaining. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis identified that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the instrument was broken and loose. There was no protective sheath or seal covering. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information on (B)(6) 2022: the procedure was completed as planned without any injury or harm to the patient. There was no arcing and no fragments fell inside the patient. The sheath piece at the base of the hook had become loose. The issue was resolved after reverting to a backup instrument.